Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient experienced vaginal pain with erosion of mesh into the vagina and incontinence. Repair of vagina, excision of mesh and implantation of ams miniarc sling done on (B)(6) 2009.